Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and discomfort with device use. The patient was treated with a course of antibiotics; however the issue could not be resolved. Subsequently, the patient was administered a different course of antibiotics. Following the second course of antibiotics, the patient's symptoms had reportedly resolved.

Manufacturer narrative:
The patient was administered an injection of a steroid at the pain point. This report is submitted on august 14, 2020.